Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2001, a 23mm epic valve was implanted. On (B)(6) 2017, a tavr was performed using a 23mm portico valve secondary to valvular stenosis.